Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not¿confirmed. A root cause could not be identified. Based on the results of the investigation, the device met specification, and no device problem was found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, prior to use in an unknown procedure, and ten minutes after startup, a loud mechanical noise was heard from their high flow insufflation unit device, and the pressure dropped suddenly. There was no patient involvement.